Event description:
In 2003 - initial mitral valve replacement 2005 - patient presented to emergency department. Acute florid pulmonary edema with severe mitral insufficiency. Apparent malfunction of omnicarbon monoleaflet. Emergent surgery to replace valve. The next day patient expired.